Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the freestyle libre sensor, and customer was therefore unable to obtains scan readings. The caller reported the customer began to sweat, and subsequently experienced seizure and loss of consciousness. A healthcare meter result of 170 mg/dl was reported, and the healthcare professional treated customer with unspecified injection for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and a trend was investigated where a probable root cause was related to an insertion issue. However, without a valid sensor number or product return, the root cause of the particular issue associated with this complaint is unknown and cannot be further determined. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a "replace sensor" message with the freestyle libre sensor, and customer was therefore unable to obtains scan readings. The caller reported the customer began to sweat, and subsequently experienced seizure and loss of consciousness. A healthcare meter result of 170 mg/dl was reported, and the healthcare professional treated customer with unspecified injection for hyperglycemia. There was no report of death or permanent injury associated with this event.